Manufacturer narrative:
(B)(4). This complaint was reviewed and determined to be a malfunction. The lot number of this instrument was included in the voluntary recall issued on may 5, 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.

Event description:
Reportedly, the first squeeze was fine; however, the second squeeze did not fire at all. Surgeon opened a second instrument, same thing happened. Surgeon then opened a third one and it worked fine. No injury. Procedure: bowel resection. Pt sex: unk.